Event description:
It was reported that the patient declined bypass surgery and it was acknowledged to be high-risk procedure. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified and heavily tortuous mid lateral anterior descending artery (lad). An unspecified catheter was inserted at 90 degrees and the wire was exchanged for a viperwire advance coronary guide wire. Three treatments were performed and at least one was at high-speed. Following removal of the system, a perforation was observed in the mid lad. Balloon tamponade was performed, but pericardiocentesis was opted not to be performed due to patient condition. An attempt was made to place a stent; however, the stent could not advance to the lesion. Another unspecified balloon was used to treat the affected area. The patient coded, balloon tamponade was attempted and cardiopulmonary resuscitation was performed, however, the patient expired. In the physician's opinion, the oad contributed to the patient adverse events and patient death.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, cardiac arrest and death appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, cardiac arrest and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.